Manufacturer narrative:
Model number/catalog number: 72400023. Serial number: n/a. Batch/lot number: 1100849035. Model/catalog description: balloon fgs 51-60 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100808421. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which the original cuff was replaced with a smaller cuff because it was too large for the urethra. The patient experienced swelling; however, as the swelling decreased over time, the cuff became too large for the urethra. No further patient complications were reported.